Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their ins was replaced on (B)(6) 2017. They stated that the battery was not working, and they did not know if it was normal battery depletion. The patient said the battery stopped working the year of the report (2017). They further mentioned that they had ablations on the spine, which were unrelated to the device or therapy, and did not tell their healthcare provider (hcp) that they had an implantable neurostimulator (ins). The hcp said they should have let them know, but the patient did not realize that ablation could affect the device. The patient was told they needed have their ins turned off for the procedure. No further complications were reported/anticipated.